Event description:
A user facility reported a pt experienced a prolonged sore throat following the use of an laryngeal mask airway that was inappropriately cleaned with a weak phenol solution. The pt was hospitalized and the symptoms resolved. The physician stated the pt was being seen for chronic pharyngeal problems prior to the surgery and the symptoms may or may not have been exacerbated by the laryngeal mask airway. The physician also stated that the exposed masks have been discarded. The product labeling contains a warning against the use of phenol cleaners and states that a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned or sterilized mask has been used.